Event description:
The customer called customer service because she was getting ready to pump again with her second child and she was questioning whether the freestyle had bacteria issues which could cause mastitis. She stated she had multiple rounds of mastitis in 2009 and 2010, while using the freestyle pump with her first child and wanted to know if the pump was safe to use again.

Manufacturer narrative:
In f/u with the customer, she stated that she had mastitis in 2009 - 2010 while using the freestyle, but it was never reported to medela. The customer did not report that she had, or was experiencing issues with her freestyle breast pump. The customer is not returning the pump and is getting ready to use with the next child. A medela clinician spoke to the customer on (B)(6) 2012 and the customer has had chronic mastitis with her previous baby. The clinician had a lengthy discussion on ways to build up her health and make her more resistant to infections. The clinician also discussed the importance of proper cleaning of pump parts, proper sizing of breast shields and the importance of emptying each breast to several times a day to prevent clogged ducts which can progress to mastitis. The customer does not currently have mastitis and is currently not using the pump. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wamback, 4th edition, page 294)]. Should add'l info be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.